Manufacturer narrative:
Testing and investigation found corrosion on the battery cover and the battery compartment of the device. The cause of the corrosion was leakage from the disposable aa batteries. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported corrosion on the battery of the device. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, corrosion was noted on the battery of the device. No additional information was provided.